Event description:
It was reported that patient fell at nursing home and fractured her hip. Patient had a bipolar implanted 3 months ago. Doctor removed bipolar implant and implanted a restoration modular stem with existing bipolar implant and new femoral head. Patient stable, successful outcome.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding periprosthetic fracture after a fall involving an omnifit hfx hip stem was reported. The event was not confirmed. Device evaluation and results not performed because the device was not returned. Device history review indicated all devices accepted into final stock met specification. There have been no other events for the reported lot. No further investigation for this event is possible at this time as further information is needed.

Event description:
It was reported that patient fell at nursing home and fractured her hip. Patient had a bipolar implanted 3 months ago. Doctor removed bipolar implant and implanted a restoration modular stem with existing bipolar implant and new femoral head. Patient stable, successful outcome.